Event description:
It was reported that device failed to expand occurred. The target lesion was located in the severely tortuous and severely calcified central vein. A 12x40x120 epic stent was selected for use. During the procedure, the radial force was not enough to treat lesion. The procedure was completed with this device. There were no patient complications as a result of this event.